Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and none of the buttons were responding. Customer's blood glucose was 242 mg/dl at the time of the incident. The customer was sleeping when this occurred. Her blood glucose level was 109 mg/dl when she went to bed. The customer was advised to discontinue use and revert to a back-up plan. On the morning of this report, customer's blood glucose was 274 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with button error alarm and no button response due to corroded keypad traces. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratched reservoir tube window.